Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a hole was identified in the tubing of the device. The patient did not experience any adverse events and was said to be food following the procedure.